Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned together with a stent device. The proximal part of the catheter shaft was severely damaged, and the hub was found to be detached. The tip and the hub were found to be intact. Catheter hub friction functional test ¿ pass. The device was flushed, and the pin gauge was advanced into the hub without difficulties. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. Also additional information provided by the customer indicated that the device was in good condition prior to use and continuous flush was set up and maintained throughout the clinical procedure. Also additional information indicated there was no friction felt advancing the guidewire prior to the event. The catheter shaft was returned severely damaged and the catheter shaft had fractured. As per the additional information the catheter shaft fracture due to the friction, "it was confirmed that the catheter was fractured during use because of the several pushing and pulling." The stent was returned and was found to be deformed. The catheter hub friction most likely occurred due to some procedural factors during the procedure. The as reported event of catheter hub fiction and catheter shaft broken/fractured during use as well as the as analyzed damage of the catheter shaft damaged and catheter shaft broken/fractured during use will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the aneurysm embolization case procedure, only the tip of the stent would advance out of the hub into the subject catheter. Resistance was encountered, but the stent would not advance and it deployed unexpectedly in the hub. The subject catheter was removed and the shaft was found fractured. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.